Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia "), abdominal pain ("abdominal pain, "), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events dysmenorrhea, dyspareunia, abdominal pain, general abnormal bleeding, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. E36581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia "), abdominal pain ("abdominal pain, "), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , dysmenorrhea, dyspareunia, abdominal pain, general abnormal bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: lot no was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. E36581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asymptomatic bacteriuria, genital bleeding, abdominal pain localised, dysfunctional uterine bleeding, smoker, c-section, fibroids, nabothian cyst, adenomyosis, cystoscopy, multigravida, parity 3 and noninfective oophoritis. Previously administered products included for an unreported indication: de po-provera and abx.. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia "), abdominal pain ("abdominal pain, "), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: there were 4coils on the left and 7 on the right and no bleeding patient received treatment for events ¿ pelvic pain , dysmenorrhea, dyspareunia, abdominal pain, general abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: hysterosalpingogram with findings of essure implants in the proper position with no spillage of dye from the uterus confirming proper placement of the essure device.. Ultrasound pelvis - on (B)(6) 2018: slightly heterogeneous echotexture of the uterus. Intrauterine device shown in good position. Fluid seen within the endometrium at the level of the mid to lower uterine segment. Poor visualization of the right ovary and normal appearance of left ovary.; on (B)(6) 2019: bilateral essure devices in place. 1.4cm simple appearing left ovarian cyst, likely physiologic. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. E36581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asymptomatic bacteriuria, genital bleeding, abdominal pain localised, dysfunctional uterine bleeding, smoker, c-section, fibroids, nabothian cyst, adenomyosis, cystoscopy, multigravida, parity 3 and noninfective oophoritis. Previously administered products included for an unreported indication: de po-provera and abx.. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia "), abdominal pain ("abdominal pain, "), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: there were 4coils on the left and 7 on the right and no bleeding. Patient received treatment for events ¿ pelvic pain , dysmenorrhea, dyspareunia, abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: hysterosalpingogram with findings of essure implants in the proper position with no spillage of dye from the uterus confirming proper placement of the essure device. Ultrasound pelvis - on (B)(6) 2018: 1. Slightly heterogeneous echotexture of the uterus. 2. Intrauterine device shown in good position. 3. Fluid seen within the endometrium at the level of the mid to lower uterine segment. 4. Poor visualization of the right ovary and normal appearance of left ovary.; on (B)(6) 2019: bilateral essure devices in place. 1.4cm simple appearing left ovarian cyst, likely physiologic. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received: reporter, medical history, lab test and rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.